Event description:
It was reported that the patients incision was broken. The patient underwent explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 19502532, UDI: (B)(4).